Event description:
It was reported that during a mastectomy with auxiliary node dissection procedure, the surgeon stated that during activation, the end defector was hot and sizzling during the procedure when removed from the breast tissue. The surgeon feels the device gets too hot. The original device was used to complete the procedure. There was no adverse consequence to the patient reported. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.